Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_pump, product type: pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the company representative who indicated that the old pump segment had been lost in transit from the hospital to the rep. Therefore, the old pump segment would not be returned for analysis. No further information was provided at this time.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in canada who was receiving fentanyl 3000mcg/ml; 26000.1mcg/day, bupivacaine 15mg/ml; 13.001mg/day, clonidine 160mcg/ml; 138.67mcg/day and baclofen 40mcg/ml; 34.668mcg/day via an implantable pump for chronic pain. The lot numbers were unknown. The medical history and concomitant medications were not obtainable and later reported as "n/a". It was reported the patient experienced an infection post-operative relating to the pump. The patient developed signs of infection within a week post a spine surgery on (B)(6) 2016; event date: (B)(6) 2016. It was unknown what troubleshooting/diagnostics were performed. The patient underwent two weeks of antibiotics and had vacuum assisted closure (vac) put in the spine incision. The cause of the infection was unknown. The patient underwent closure of the spine incision on (B)(6) 2016. The infection had resolved. Additional information was requested to clarify the spine surgery and reason for surgery, model/serial of the pump, and relatedness of infection to the implanted system. Should additional information be received a supplemental report will be filed.